Event description:
The initial reporter received a questionable tina-quant igg gen.2 (igg-2) result for 1 patient sample tested for on a cobas pro c 503 analytical unit. The initial result was not reported outside of the laboratory. The initial result at 10:29 was 1186 mg/dl. The first repeat result at 12:12 was 283 mg/dl with a data flag. The second repeat result was 270 mg/dl. The low results were deemed correct. The reagent lot number is 562132. The expiration date was requested but not provided.

Manufacturer narrative:
The calibration and qc traces did not indicate an issue. The field service engineer (fse) found the sample probe path to be very dirty. The rinse levels were noted to be correctly adjusted and the cells completely dry. The investigation determined that the issue was caused by a carry-over effect due to a contaminated sample probe. Furthermore, the customer replaces the cells every two months instead of replacing them every month. Product labeling states: "performing maintenance of the photometric system ¿ c 503: to perform maintenance of the photometric system, perform the following procedures monthly in the given order displayed on the left. Prepare maintenance of the photometric system. Replace the reaction cell segment. Clean the incubation bath. Replace the photometer lamp (required after 750 h of power-on time. Reinstall the reaction disk. After service, no further issues were reported by the customer. The investigation did not identify a product problem.